Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has not been received for evaluation to date. The investigation is currently underway.

Event description:
It was reported that after angioplasty was performed, the pta balloon could not be withdrawn through the 6f introducer sheath. Both the pta balloon dilatation catheter and the introducer sheath were removed simultaneously. Another sheath was placed and the procedure was completed. No report of injury to the pt.